Event description:
It was reported by the sales rep that during a laparoscopic appendectomy procedure; when placing jaws of the first device on mesoappendix, it was noticed that it was broken. It is not known how the procedure was completed. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.